Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices after two rf ablation surgeries. Surgery mode was enabled for both procedures. A company manufacturer met with the patient and was able to recover the ipg and reprogram the patient with effective stimulation.